Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient representative said the patient slipped and fell a couple times and not sure if the machine is functioning properly. Last wednesday they went to reach to grab the handicapped bar and slipped and fell and didn't seem to have too many problems. Then yesterday patient fell and hit their head and passed out. Yesterday it was weak but still working. Today it is letting them now to go potty and have a bowel movement, but as soon as they get up to head to the bathroom patient starts going. If the patient tried to hold it they couldn't hold it like they were able to before. Patient was almost like they were before they got the device. The return of the symptoms started yesterday afternoon. Patient felt like the stimulator had moved. The stimulator was not as close to the crack of their bottom as it was before and up a little higher. Patient didn't have any pain from it and it was not hurt. In the past, in the beginning agent had the patient rep raise the stimulation. Walked patient rep through checking patient's settings. Patient was on program 4 at 0.7ma. On the call they increased the stimulation to 0.9ma to where it was comfortable. Told the patient rep to have patient monitor their symptoms for a couple days and see if the symptoms improve. If not they may need to consider changing the program or being seen by the doctor to check the system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.